Event description:
During a coil embolization procedure, the orbit rdfl complex fill coil was inserted through the y valve connection into microcatheter, but the coil stretched. The orbit delivery system was removed. The delivery system did enter the patient. Additionally it was reported that the event maybe the little gap between the coil introducer and the microcatheter. The y connector was tightened on the coil. After the event occurred the coil still was attached to the delivery system. Prior to shipping, no other issues were noted with any part of the products being returned. Prior to inserting the coil through the mc hub, the coil introducer was fully seated in the microcatheter hub. The microcatheter utilized with the coil was a competitive company product that was utilized to complete the procedure, since the microcatheter was not damaged.

Manufacturer narrative:
Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the 5x10 orbit rdfl complex fill coil was inserted through the y valve connection into the unknown noncordis microcatheter, but the coil stretched. The orbit did not enter the patient. The orbit delivery system was removed with the coil still attached to the delivery system. It was reported that prior to inserting the coil through the microcatheter hub, the coil introducer was fully seated in the hub and the y-connector was tightened; however, it was also reported that the cause of the event may have been a little gap between the coil introducer and the microcatheter. There were no damages noticed on the microcatheter and the same microcatheter was used to complete the procedure. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and kinks were found. There was no damage found on the support coil which was outside of the proximal end of the introducer. The introducer was found zipped, no damages were found on the introducer, including the distal tip of the introducer. Residues of dry blood were observed inside. The embolic coil was found stretched and still attached to the gripper which no presented damages. The gripper and embolic coil were inspected under microscope. The no damages were found on the gripper and the embolic coil was found stretched. The introducer was inserted into a lab sample microcatheter and was found that the introducer was fully seated into the microcatheter's hub. No gaps were observed between the two parts. A review of the manufacturing documentation associated with this final assembly lot and subassembly lot 14004774 and 14007261 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470978 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was confirmed. Based on the analysis, the cause of the stretched coil and kinked hypotube could not be determined; however, they do not appear to be related to the manufacturing process. Inspections are in place to prevent this kind of failures from leaving the facility. It was reported that the event may have been related to a gap between the introducer and the microcatheter. Based on the analysis which found no damages to the introducer which fully and correctly seated in a lab sample microcatheter with functional testing, procedural factors appear to have contributed to the event. There is no indication it is related to the design or manufacturing process. Therefore no corrective action will be taken at this time.